Event description:
Home patient (hp) experienced an issue with the homechoice treatment on on event date, when hp contacted baxter's technical svc ctr for assistance. Hp was receiving "check final line" alarm during an unknown point in treatment. While the operational svc rep (osr) was attempting to troubleshoot the issue, hp mentioned that home pt had previously attempted treatment with a different bag connected to the final line of the homechoice set. When pt received the "check final line" alarm, hp unspiked the first bag hp had on the final line and replaced it with a new bag. After several attempts to contact hp the co has been unsuccessful. Follow up with the hp's nurse confirmed that there was no pt injury or medical intervention associated with this incident. Hp's nurse will review proper procedure with hp.